Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 3 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a syncopal episode after coughing, and a low flow alarm was observed on the lvad system at same time. The physician reported that the syncopal episode was possibly related to the lvad. The patient was not injured. No further low flow alarms have been reported. The patient was doing well, recovering on the rehab unit. No additional information was provided.